Event description:
It was reported that the patient required medical intervention while wearing a pod between 24 and 36 hours. The patient's blood glucose (bg) level dropped to 34 mg/dl and he reportedly lost consciousness. His father called an ambulance and emergency medical technicians came to home and treated patient with an intravenous solution to increase his bg level.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.